Event description:
It was reported that the unit produced an incomplete mesh. The issue did not occur during surgery and there was no patient involvement. There was no reported patient impact. Due diligence is complete and there is no further information available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report based on information discovered during the device evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). The following sections have been corrected/updated: a1, a3, b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h8, and h10. Review of the most recent repair record identified the following related repair: tech found that that while the unit did pass the sample mesh test, the unit itself was out of calibration. Tech calibrated the unit, tested it, and returned it to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00816.

Event description:
No additional information is available.